Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an ¿image noise¿, an abnormal light when scope was shaken and distorted insertion section, during set-up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. . The device was returned to olympus for inspection, and the distortion of the insertion section was confirmed, but the event abnormal light when shaking the scope was not reproduced. In addition, the following reportable malfunction was identified during the device evaluation: component failure of the outer tube. A root cause could not be identified. Based on the results of the investigation, the abnormal light problem was not found, so the cause could not be determined, and the insertion section was caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.